Manufacturer narrative:
(B)(4).

Event description:
No data was provided for evaluation. The allegation and the probable cause could not be determined.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025 . On (B)(6) 2025 , it was reported that the patient experienced inaccurate cgm values. The day of the event the cgm reading was low and the patient took a juice box. After this, the patient experienced feeling nauseous and had a ¿stomach migraine¿. When the patient took a fingerstick the cgm reading was low, and the blood glucose reading was 17.0 mmol/l. Half an hour after the initial low alert the sensor failed. The patient was brought to the hospital and was treated with intravenous levomepromazine. The patient was discharged after 12 hours at the hospital. There was no documentation of further medical evaluation or intervention. At the time of the report the patient was stable. Data has been received but is pending evaluation. A follow up report will be submitted upon completion. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.